Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen (B)(6) 2017. The patient's grandmother reported that the patient skin had tiny blisters and the skin was red and sore. The patient saw the doctor; however, no details of the doctor visit were given. At the time of contact, the patient was doing well. No additional patient or event information is available.